Manufacturer narrative:
A review of lot c334 was conducted. There were no non conformances related to the complaint. The lot met all release requirements. Trends have been reviewed for complaint categories; alarm #16: collect pressure, alarm #17: return pressure and no trends have been detected for either complaint category. However, a trend was detected for pressure dome membrane leak. CAPA's (B)(4) have already been initiated for alarm #16: collect pressure, alarm #17: return pressure and pressure dome membrane leak. CAPA's (B)(4) were closed as effective. Assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specs based solely on the info provided by the customer. (B)(4).

Event description:
Customer called to report a blood leak, customer stated she started to receive multiple return and collect pressure alarms during buffy coat treatment; single needle treatment (single lumen vortex port). Customer stated she flushed directly to the port and had blood return. Customer also flushed through the return access line on the tubing set. After flushing, the return membrane came off and caused a blood leak. Css informed the customer that therakos recommends aborting the treatment due to integrity loss of the tubing set. Customer contacted the physician to determine if she should abort. No medical interventions were done due to the aborted treatment. Css advised the customer if she wants to flush through the tubing access port, she should clamp off the proximal portion of the set to protect the pressure domes. Customer understood, and said she normally does it that way. At the time of the leak, pt's fluid balance was -71ml. Pt was reported to be in stable condition. The kit will not be returned for eval. No service order was generated.